Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports that all keypad buttons have been intermittently responding to presses. Patient reports this has been an issue for three to four months. Patient occasionally cleans pump with alcohol wipes. Patient wears pump under garment against skin.